Event description:
It was reported that the patient developped allergic reaction after having a surgery related to refobacin cement. It was also reported that the initial surgery has been done on (B)(6) 2020 and the reaction started 2 months after.

Manufacturer narrative:
This is a combination product (B)(4). This follow-up report is being submitted to relay additional information. The review of the device manufacturing quality can't be performed as the product batch number was not communicated. No other complaint on medical: allergy was recorded on the reference from (B)(6) 2018 to (B)(6) 2021. According to available data, root cause of the event was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This is a combination product (B)(4). Report source, foreign and health professional - event occurred in (B)(6). The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that the patient developed allergic reaction after having a surgery related to refobacin cement.

Event description:
It was reported that the patient developed allergic reaction after having a surgery related to refobacin cement. It was also reported that the initial surgery has been done on september 2020 and the reaction started 2 months after.

Manufacturer narrative:
(B)(4). The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.